Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the hiv duo elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data confirmed that all signals and control levels were within expected ranges. The investigation was limited due to insufficient sample material available for further analysis. Repeat testing and confirmatory testing, as recommended by the assay instructions, were not performed for the reported samples. Discrepant results were observed between serum and plasma samples, as well as between different assays. A general product issue was not identified.

Event description:
The initial reporter alleged discrepant reactive results for three patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. For patient 1, a serum sample tested on (B)(6) 2024 yielded a reactive result of 8.11 coi (hivag 0.251 coi and ahiv 8.11 coi). A plasma sample tested on the same date yielded a reactive result of 7.45 coi (hivag 0.231 coi and ahiv 7.45 coi). For patient 2, a serum sample tested on (B)(6) 2024 yielded a reactive result of 36.2 coi (hivag 0.148 coi and ahiv 36.2 coi). A plasma sample tested on (B)(6) 2024 yielded a reactive result of 39.8 coi (hivag 0.226 coi and ahiv 39.8 coi). Testing with a siemens hiv assay yielded a negative result, while testing with the elecsys hiv combi pt assay yielded a reactive result. Repeat testing and confirmatory testing were not performed for this patient. For patient 3, a serum sample tested on (B)(6) 2024 yielded a reactive result of 411 coi (hivag 0.152 coi and ahiv 411 coi). A plasma sample tested on (B)(6) 2024 yielded a non-reactive result of 0.203 coi (hivag 0.186 coi and ahiv 0.081 coi). Testing with a siemens hiv assay on a plasma sample yielded a negative result. Testing with the elecsys hiv combi pt assay on a cobas e 602 module in another laboratory yielded a non-reactive result; specific result values for this test were requested but not provided. Discrepant results were observed between serum and plasma samples for patient 3, as well as between different assays for patients 2 and 3.